Event description:
Customer reported she was having multiple issues with the sensor readings. Customer stated she can calibrate it correctly. Customer stated her blood glucose would 94 mg/dl and sensor would read 40 mg/dl. Then blood glucose would be 38, 40, 50 mg/dl and sensor would be at 148 mg/dl. Troubleshooting for calibration was performed. Current blood glucose was 94 mg/dl and sensor was 40 mg/dl. Customer reported having expired sensor but she threw them out. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that the sensor failed per specifications due to high readings also found the sensor cannula was bent. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.